Event description:
A complication occurred when post dilating the nc balloon ruptured and then the balloon broke in between the radio opaque markers. It was able to be manipulated back to the guide and then trapped out removing all equipment. Medtronic rep present during procedure and took malfunctioned balloon. The stent appears adequately expanded by intravascular ultrasound (ivus).